Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the tool was used to create a suture hole on the bone the tip of the tool was broken. It was reported that there was a procedure delay for the patient to undergo an x-ray that confirmed there was no device debris remaining inside the patient's body. It was also reported that the patient has no injury and the device will not be returned for evaluation.